Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the solid tritanium cup would not unscrew off offset cup impactor. The surgeon had to remove the cup and re-implant cluster cup with a different impactor."